Manufacturer narrative:
Technician found that the head section will not raise. Head section is down. Replaced the head up value to correct the issue.

Event description:
Information received indicated that the head section will not raise.